Event description:
It was reported the programmer will not boot past the rising man medtronic logo screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not boot past the rising man screen. As a result the software was reloaded to resolve the boot up issue. It was also noted that the system fan was intermittently noisy and there were errors in the error log. Concomitant medical products: product ID 229047 analyzer. (B)(4).